Manufacturer narrative:
Correction information was provided in d.10. (Concomitant product: cartridge was not included in the previous report submitted). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified.   There have been one other complaint reported in the lot number.   Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant procedure, the lens haptic broke. There was patient harm and patient required large opening with stitches. Additional information was requested.